Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 4:50 pm, the patient obtained the blood glucose reading of 81 mg/dl on the reported meter, which he claimed was inaccurately high. Within twenty minutes the patient obtained the result of 65 mg/dl on another manufacturer's meter. Afterwards, the patient experienced the symptoms of shaking, uneasiness and vision spots. The patient administered self-treatment with glucose tablets and fifteen grams of carbohydrates. The patient did not seek any medical attention. Quality control testing was performed during the troubleshooting telephone call, with passing results. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, the meter had a processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested and they passed testing with no faults found.